Manufacturer narrative:
Product complaint #: (B)(4). Batch # r5ak3h. Device evaluation summary: the analysis results found that the cdh25a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic anterior resection of the rectum, a part of the staple was malformed at the 1st firing of anastomosis between colon and rectum. The part of malformed staple part was cut, then 2nd device was used. It was commented that the surgeon uses cdh25a usually as routine, and the patient's tissue was not thick. Another device was used to complete the case. There were no adverse consequences to the patient.